Manufacturer narrative:
(B)(4). Date sent: 1/19/2017. The analysis results found that the 2b12lt device was returned with the universal cap separated from the base. During visual examination, the universal cap was noted to have evidence of not being properly welded resulting in the seal cap and the seal base being separated and the inner seal assembly out of position. The energy directors have evidence of not being properly welded during the manufacturing process. No conclusion could be reached as to what may have caused the reported incident. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a laparoscopic urological procedure, the outer sleeve was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.